Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Manifested by abdominal pain. On the same day as event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with intraperitoneal (ip) meropenem injection (500mg, one bag per day, ongoig), ip amikacin injection (100mg, one bag per day, ongoing) and vancomycin injection (1gm, start dose, route and frequency was not reported) for peritonitis. The patient was discharged five days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.